Event description:
Device 4 of 4; reference MFR. Report#: 1627487-2019-04412, 1627487-2019-04410, & 1627487-2019-05628. It reported the patient experienced ineffective therapy on the left dbs system following a fall. Diagnostic testing revealed high impedance values on multiple lead contacts. It was determined that due to the fall, the patient¿s extension had broken. As a result, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, it was determined the patient¿s left lead had pulled from the extension header. In turn, the extension was explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issue is resolved. Both of the patient's leads and extensions have been added to this event because it is unknown which lead and extension is liable (device 3 & 4).